Manufacturer narrative:
Four used cassettes and two infusion sleeves without the bsi were returned. They were visually inspected and no other obvious defects were found. All the samples were tested together and met specifications. No occlusions were found and both the irrigation and aspiration free flow rates met specifications. The digital video disc was reviewed and no issues were observed however, the video does not show the settings of the console during the surgery. The root cause of the customer's complaint could not be established as the returned samples met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon initially reported that during a cataract procedure, "cloudy irrigation flowed from the sleeve" into the patient eye. The procedure was completed with replacing the product. Additional information was provided. A company representative indicated the issue was that a thermal burn occurred immediately after starting the ultrasound and the perfusion rate was abnormal when the thermal burn occurred when the viscoelastic clogged the irrigation line. Sutures were utilized to close the incision. The product sample was not retained. No additional information is expected. This is two of two reports.